Event description:
It was reported that during vns implant pt had an episode of bradycardia during the first system diagnostic test. The pt was fine during the second system diagnostic test that was performed. Attempts for further info are in progress.